Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) female patient who had essure (batch no. C68119) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient experienced headache ("headaches"), musculoskeletal pain ("joint and muscle pain"), abdominal pain upper ("stomach aches"), fatigue ("fatigue"), dry eye ("dry eyes") and disturbance in attention ("concentration problems") and was found to have heavy metal abnormal ("heavy metal in the blood"), 6 years 7 months after insertion of essure. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced tendonitis ("recurring tendonitis in the middle of the buttocks"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the headache, musculoskeletal pain, tendonitis, abdominal pain upper, fatigue, dry eye, heavy metal abnormal and disturbance in attention had not resolved. The reporter provided no causality assessment for abdominal pain upper, disturbance in attention, dry eye, fatigue, headache, heavy metal abnormal, medical device removal, musculoskeletal pain and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jan-2022. The most recent information was received on 12-jan-2022. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('medical device removal') in a 45-year-old female patient who had essure (batch no. C68119) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2021, the patient experienced headache ("headaches"), musculoskeletal pain ("joint and muscle pain"), abdominal pain upper ("stomach aches"), fatigue ("fatigue"), dry eye ("dry eyes") and disturbance in attention ("concentration problems") and was found to have heavy metal abnormal ("heavy metal in the blood"), 6 years 7 months after insertion of essure. On (B)(6) 2021, the patient underwent medical device removal (seriousness criterion intervention required). On an unknown date, the patient experienced tendonitis ("recurring tendonitis in the middle of the buttocks"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown and the headache, musculoskeletal pain, tendonitis, abdominal pain upper, fatigue, dry eye, heavy metal abnormal and disturbance in attention had not resolved. The reporter provided no causality assessment for abdominal pain upper, disturbance in attention, dry eye, fatigue, headache, heavy metal abnormal, medical device removal, musculoskeletal pain and tendonitis with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 82 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 12-jan-2022: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.